Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 15696308/15696308

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the patient underwent an ipg replacement procedure due to the patients ipg was no longer holding a charge. The patient was doing well postoperatively and the explanted ipg was not returned as it was discarded by the hospital.